Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 365mg/dl. A system check was performed verifying the occlusion alarms and a crack/damage was observed on the cartridge. Reportedly, the cartridge was leaking insulin. A cartridge change was performed and insulin deliveries were resumed.